Event description:
Device 1 of 2. Reference MFR report#1627487-2013-23345. It was reported the pt experienced ineffective stimulation. The pt also reported discomfort at the ipg site. The sjm representative offered reprogramming. However, the pt declined. Subsequently, the pt underwent surgical intervention on (B)(6) 2013 and had the ipg explanted.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.